Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. The patient's mother did not report any injury or medical intervention. No additional event or patient information is available.